Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button has stopped functioning as intended. Reportedly, the customer has to press the button multiple times for the pump to respond. Contact stated the pump still turns on when plugged into a power source. Customer's blood glucose level was not impacted. Contact stated that the customer will continue to use the pump for insulin therapy.